Manufacturer narrative:
Manufacturing site evaluation: a recording of the manufacturing batch has been completed. No irregularities were found. As soon as the sample is available, the investigation will be completed and a supplementary medwatch report will be submitted.

Event description:
It was reported that a progav 2.0 shuntsystem (#fx385t) was implanted. According to the complainant, the progav 2.0 valve had unintended shunt adjustment. 4 years ago, the patient have a previously self- adjusted valve, too. The neurosurgeon suspected that the patient adjusted the shunt himself. The patient underwent a revision procedure and a new single pressure valve was implanted. The shunt is still in transit to manufacturer for examination.